Event description:
It was reported that during implant the pulse generator connector would not accept the lead. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis of the pulse generator found that both atrial and ventricular ports failed the lead insertion force tests. The minimum bore diameters could cause lead insertion problems.